Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The pump was received with scratched lcd window noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 103 mg/dl. Troubleshooting was not performed. The device was returned for analysis.